Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged one day post implant. The physician attempted to reposition the lead, but the helix mechanism failed to extend/retract. The physician removed the lead, and implanted a similar lead without reported complication.